Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The co2 canister was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that the unit had a large leak and was unable to build pressure. There was no report of patient involvement.